Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with this pacemaker system had a perforation and a pericardiocentesis had been done. The physician suspected that it was a lead perforation that caused the issue, however, was unsure if was the right atrial or right ventricular lead. Treatment options were being considered by the physician. Additional information was obtained that the patient died approximately two weeks later, and it was unknown if the cause of death was the perforation as the patient had been sick prior to the implant and continued to have issues after. Further information was requested from the field representative. The field representative provided additional information that a lead revision procedure was never performed and it was never determined which lead, if any, resulted in a perforation. The product will not be sent back, as the device system was not explanted post-mortem. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.